Manufacturer narrative:
The laser machine was examined and tested at the customer location by an abbott field service specialist (fss). The account had reported that the laser had a host error 09-009 before the second patient treatment; error was cleared on second try of re-enabling system. Surgery was delayed by 15 minutes. The fss found no issues. Engineering also evaluated the patient database file and reported that they saw no evidence of an unintentional incision. The field service specialist (fss) performed a checklist and verified all modes of operations. The unit meets amo specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). Mfg date: - manufacture year 2013. The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported that during catalyse procedure a penetrating incision of 1mm in length was done to the cornea.